Event description:
It was reported that the customer had low blood glucose levels of 28mg/dl. Customer's spouse called emergency medical services. The customer was treated with intravenous drip and food. The customer also reported air bubbles in their reservoir. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.